Event description:
Interventional procedure on left leg. Sheath and wire were inserted with no problems. The atherectomy device was inserted and the first pass was successful. The second pass they started to advance and device jammed. (B)(6) and rep in the room tried options to remove device but were unsuccessful. At this time it was decided to cut the catheter device to remove motor assembly and send patient to the operation room for surgical removal. Diagnosis or reason for use: pvd.